Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e 602 module. The initial ft4 ii result was 2.09 ng/dl. The same sample was retested twice on two different cobas e602 modules on (B)(6) 2018 with ft4 ii results of 1.29 ng/dl and 1.28 ng/dl. The erroneous result was released outside of the laboratory. The ft4 ii result of 1.29 ng/dl was considered to be correct and a corrected report had been issued. There was no allegation of an adverse event. The ft4 ii reagent lot was 246825 with an expiration date that was requested but not provided. There were no relevant alarms around the pipetting time of the initial sample. Further investigation determined that the initial sample volume was low. Due to there being no more of the initial sample remaining it was not possible to verify the presence of bubbles or fibrins. On the day of event the sample was retested and an ft4 ii value of 1.29 ng/dl was obtained, but the customer did not notice this result until later. It was also noted that other test results of the initial sample also showed different results upon performing repeat testing. This is a possible indication that the initial sample cup might have been improperly positioned. Specific details and results were not provided.

Manufacturer narrative:
The ft4 ii reference range was 0.93 - 1.7 ng/dl. There was no indication of a reagent or instrument issue. The investigation was unable to find a definitive root cause.